Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia (svt). There were no known or alleged adverse effects reported/identified to date. Review of the episode from a clinical study showed the patient had a fast 1:1 rate that increased until it was detected in the ventricular fibrillation (vf) therapy zone. Therapy delivery initially was diverted when the rate slowed; it subsequently increased into the vf zone again and a total of eight shocks were delivered, resulting in exhausted therapies for that episode. The patient also had separate episodes with multiple shocks where therapy was not exhausted which were atttributed to lead noise, fever, and a non-cardiac seizure. The available information indicates the device remains in service as of the date of this review.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.